Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a3; a6; b5; b7; g3; h2; h6 clinical the following sections were corrected: e1 address and phone the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately seventeen years post-implantation, the patient underwent a left hip revision due to pain, elevated metal ions, and metal related pathology. During the procedure, minimal corrosion was noted at the femoral head and trunnion interface, anterior necrotic tissue, and cystic necrotic tissue. The head was revised without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6. The following sections were corrected: d1; d2b; d4. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h10. Medical records/radiographs were provided and review of the available records identified findings of the reported issues. General anesthesia; posterolateral approach; posterior capsulotomy was performed and abundant fluid consistent with metallosis; a cyst with rind debrided (captured within metal related pathology coding); minimal corrosion was noted at the femoral head and trunnion interference; anterior necrotic tissue was debrided before placing final head; trunnion was cleansed with betadine brush; ¿it should be noted that the cystic necrotic tissue followed by the iliopsoas sheath anteriorly and this was debrided as much as possible. The cysts also extend along the ischium where there was noted to be bare bone and along the inferior aspect of the femur where there was also noted to be bare bone¿. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as is location its unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately seventeen years post-implantation, the patient underwent a left hip revision due to pain, elevated metal ions, and metal related pathology. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical: head. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records/radiographs were provided review of the available records identified findings of the reported issues. Findings: laboratory results: cobalt 22.1, chromium 18.9. Revision: ¿hip implants failed, causing plaintiff robert morrison severe pain and elevated levels of cobalt and chromium, known as metallosis, resulting in multiple revision surgeries¿ a definitive root cause cannot be determined. The event is confirmed via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.